Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as patient made a mistake. The patient was hospitalized for the event. The patient was treated with intravenous vancomycin 1g once a day (duration not reported), vancomycin 1g once every four days (route and duration not reported), reflin 1g once a day (route and duration not reported), and fortum 1g once a day (route and duration not reported) for peritonitis. Action taken with dianeal and extraneal not reported. At the time of this report, the patient is recovering from the event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient¿s peritoneal dialysis effluent was clear, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.